Event description:
A pt s/p elective insertion of vvi permanent pacemaker for diagnosis of tachy-brady syndrome in 2008; procedure went well; post-procedure EKG revealed ventricular pacing with capture; pt discharged without complaints. Approx 90 minutes post-discharge, pt was witnessed cardiac arrest at home; cardiac rhythm ventricular fibrillation at scene; pt defibrillated x 8 prior to arrival to this ed; rhythm ventricular tachycardia on arrival to ed; bedside echocardiogram showed no cardiac activity; EKG showed paced rhythm. Pt successfully resuscitated and transferred to ICU; maximum pressors needed to maintain bp; pt expired in the next day. On investigation, it was unclear whether the device contributed to this pt's death.